Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose ranged from 70-220 mg/dl. Reportedly, the alarm was cleared and insulin delivery was resumed.